Event description:
Boston scientific received information that during the elective procedure to replace this device, the right ventricular (rv) proximal setscrew was stuck. The associated rv lead could not be removed from the device header and was surgically abandoned. A new system was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.